Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/13/2019. Device evaluation summary: according to the information received, a deflation of the breast implant and implant site hematoma was reported during evaluation of the sample a tear measuring 0.1 cm was observed on the posterior aspect of the implant. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, or compression during mammographic imaging. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision mentor smooth round moderate profile 425cc saline prosthesis experienced right sided hematoma and deflation post procedure. The hematoma was evacuated and replacement with a mentor smooth round moderate plus profile 375cc saline prosthesis was performed.